Event description:
It was reported the pt's magnet has become sharp around the edges and causes minor skin lacerations over the ipg site when she uses it. She stated she has dropped the magnet multiple times, and it gradually lost its smooth finish. A new magnet was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.